Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 6 years and 3 months due to symptomatic aortic stenosis. Per the op report, this patient presented with recurrent prosthetic valve stenosis with class iii congestive heart failure symptoms. She notably has pulmonary hypertension as well. The presented for surgical repair. A 23 mm edwards transcatheter aortic valve was deployed across the annulus of the old prosthetic valve. It landed appropriately and had immediate good function. Tee exam showed no evidence of perivalvular leak with a mean gradient of 13 on hemodynamic direction, hemodynamic measure. Completion anteriorgram was performed that showed no evidence of arterial injury. The device was removed. Patient did well following her surgery. Her coumadin was restarted for her persistent atrial fibrillation. Patient was discharged home on pod #5.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.